Event description:
It was reported in 2008, that during a coiling procedure of a carotid cavernous fistula, the subject device (coil) was inserted into the disease location. While attempting to reposition the subject device in the pt's tortuous anatomy, it became stretched and broke. The subject device remained in the intended location. The physician placed another device of the same type and completed the procedure without issues. The pt was stable following the procedure and is reported to be in good condition.

Manufacturer narrative:
The subject device remains implanted; however, components of the subject device have been returned for eval. The risk of the reported event is contained in the device directions for use (dfu). Per the dfu: "do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the matrix2 detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire ..." As well, per the dfu: "due to the delicate nature of the matrix2 detachable coils, the tortuous vascular pathways that lead to certain intracranial aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." And finally, per the dfu: "if matrix2 detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discarded both the catheter and coil."